Event description:
Pt originally underwent implantation of a defibrillator system in 1/93 because of syncope associated with rapid ventricular tachycardia. Subsequently lead revision was performed in 9/93 because of insulation defect in abdominal pocket causing spurious shocks. This lead was repaired but pt was readmitted in 3/94 with recurrent spurious ICD discharges related to body posture and original lead was then explanted on 3/3/94 and replaced with a new lead. Defibrillation threshold was 20 joules with a subcutaneous patch incorporated in defibrillation circuit. At time of routine testing in 5/94 it was noticed that lead had become dislodged from right ventricular apex and lead was repositioned. Defibrillation threshold was 25 joules ++ at that time. Since 5/94 pt has been well and active. Pt has had arrhythmia detections and electrogram evidence of rapid ventricular tachycardia. At time of routine defibrillator evaluation it was noted that pacing impedance had risen to > 2000 ohms and that a number of apparently spurious detections had occurred in which intracardiac electrogram demonstrated normal sinus rhythm on shocking electrodes at time when device was indicating heart rate was in excess of 300 beats per minute. Oversensing could be reproduced by manipulation of device in abdominal pocket, suggesting a recurrent fracture on rate sensing circuit. Pt was therefore admitted for explantation of system. Pt was prepped in usual fashion under general anesthesia. Abdominal pocket was opened and device explanted. Leads were found to be well seated in header of device and both oversensing and undersensing could be reproduced by manipulation of rate sensing portion between yoke of lead and terminal pins of rate sensing circuit. Defibrillation threshold was measured using lead, having excluded subcutaneous patch from defibrillation circuit. Defibrillation threshold was 18 joules using biphasic waveform. Following this measurement, attention was turned to chest wall and subcutaneous patch incision was opened. Laborious dissection was performed in order to remove subcutaneous patch which had disintegrated. Pieces of metal braiding were embedded within scar tissue and had to be removed piece meal. Eventually this patch was successfully removed. Pectoral wound was then opened and lead transected in abdominal pocket. Lead was brought up through subcutaneous tunnel and then anchoring sleeves were divided and removed. Attempts were then made to remove lead using locking stylet. During removal process lead disintegrated leaving only terminal electrode attached to an approx 6 cm long piece of exposed conductor tines and both coils was removed whole through subclavian vein. Initially, attempts were made from right femoral vein using a swartz sheath and bioptome to remove remaining portion of lead in right ventricle. This was unsuccessful. An 8 fr sheath was then placed in left subclavian vein and a goose neck snare was used to snare free floating portion of retained wire.